Event description:
After iabp for about one week, the iab leaked and the iab was removed. (Multiple event to customer complaint number 97-00816). The following was reported to datascope on 12/18/97: the balloon was inserted on 6/12/97. The iab was alarming "gas leak". Later on, blood was noted in the tubing. The balloon was removed as soon as possible on 6/15/97. [Event complications]: unk-reported 7/18/97 and 12/18/97. [Pt's current status]: expired 7/1/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.